Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 397 mg/dl and a 2.4 mmol/l ketone level. Healthcare provide identified the ketone level as dangerous. A correction bolus was delivered to address bg. Customer went to the hospital and pump settings were adjusted to address the event.